Event description:
The manufacturer received information alleging it does not work, fan service required alarm. There was no serious patient harm or injury that occurred or was reported. During onsite service, field service engineer (fse) determined that a non-reportable error code related to the system current occurred on the device. Evt_current_system means the system current exceeded the acceptable threshold for a period of time. Fse replaced the system board to address the issue. The replaced system board was sent to the product investigation lab (pil) for investigation. Pil was unable to confirm reported error code after installing the suspect system board onto a trilogy evo test unit. However, a different, reportable error code, was observed by the pil technician during investigation. Evt_supercap_failed means there is an issue with the supercap or the charging unit. Pil technician determined through testing the c328 supercap component of the system board was faulty.